Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a problem with the charge of the ins. The patient has not felt the paresthesia on their back pain since the leads were replaced, reported in manufacturer report # 3004209178-2019-03517. There were 2 programs that worked but they can't work at the same time because too ¿important parameter¿: 0-1626364+5+6+7+ di 1000 ¿s n 60 hz int 9v and 4+5-6-7+ di 1000 ¿s n 60 hz int 9 v. The action taken to resolve the event was new programs and settings. The programs were okay but very high so the patient was obliged to charge is ins every day for 3-4 hours. The cause of not feeling paresthesia was unknown. The ins was replaced and the event resolved. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2019 and the battery was charged to 3.670 volts. On (B)(6) 2019 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.